Manufacturer narrative:
The investigation found that the issue was determined to be a defect with the product. Monitor units can be incorrect when following a specific workflow in monaco®. When creating 3d plans using either mu or dose weighting modes, if the user changes the number of fractions, rescales the plan and then changes the wedge angle, the monitor units are scaled incorrectly. A field corrective action notice (fca-ims-0031) was notified to the regulatory authorities on 4 july 2019. An important field safety notice (382-01-mon-013) was sent to all affected customers on 3 july 2019. The notice informs users of the specific product and version numbers affected by the issue. It also provides a work around to avoid the issue. A software patch to correct the issue is estimated to be released december 2019.

Event description:
The customer reported mu calculation wrong in 3d plan. Based on available information there was no mistreatment.